Manufacturer narrative:
(B)(4). The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified gouges along the edge of the eva material, which were determined to have been caused by the manufacturing process. Functional testing confirmed the reported condition. Controls are in place to reduce the likelihood of recurrence. Should additional relevant info become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no pt involvement or adverse events. No additional info is available.